Event description:
It was reported that while implanting the johnson and johnson(jnj) intraocular lens (iol) the haptics were stuck to each other. The surgeon had to utilize an instrument to unlock the haptics. The case was successfully completed with the same lens. There were no complications such as capsule tear, vitrectomy, incision enlargement or sutures. No further information was provided.

Manufacturer narrative:
Section d6b, if explanted, give date: not applicable as the iol remains implanted. Section h3-other (81): the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.